Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event was confirmed in the laboratory. The lead was returned in two pieces. Analysis found an internal insulation abrasion with the re cables externalized at 8.5cm to 13cm from the electrode tip. External insulation abrasion was found at 12.6 to 13cm from the connector pin, consistent with friction to the ICD can.

Event description:
It was reported that the patient presented to the operating room for change out due to normal eri. Patient was asymptomatic. Externalized conductors were found via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.